Event description:
Customer reported three instances where the uvc doubled back upon insertion into the umbilical artery of one infant. In each insertion, the doubled back condition was verified by x-ray. Subsequently, the physician had to catheterize the umbilical vein instead of the umbilical artery to avoid traumatizing the artery.